Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter's facility name is (B)(6) hospital; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of common bile duct stone to be performed on (B)(6) 2025. During the preparation, it was found that the tip of the tome was bent. It was reported that both the working length and cutting wire were bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of common bile duct stone to be performed on (B)(6) 2025. During the preparation, it was found that the tip of the tome was bent. It was reported that both the working length and cutting wire were bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter's facility name is the hospital group of the first affiliated hospital; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation result the returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length was kinked and twisted, the cutting wire was also kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. It is most likely that as part of the device manipulation during preparation an excess of force was applied in order to get the device out of the package, during mandrel removal, if the handle was rotated several times, or if the device had contact with a hard surface. Based on all gathered information, the most probable root cause is adverse event related to procedure.